Event description:
The customer corrected their reported problem. There is no issue with delivering a shock. The corrected problem statement is the device's battery does not charge.

Event description:
It was reported to philips that the device failed to deliver a shock. There was no patient involvement.

Event description:
The customer corrected their reported problem. There is no issue with delivering a shock. The corrected problem statement is the device's battery does not charge. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, an inspection verified the battery is not charging and a replacement battery is needed. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was provided with a quote for a replacement battery to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.